Event description:
Equipment and/or software issues occurring during period of time that machine was in operation include: (1) protective cover had to be raised during testing, without stop in machine operation, in order to add reagents; (2) testing at inaccurate wavelength; (3) software allowed editing of qc data between sequential runs; (4) pipetting errors in semi-automatic mode; and, (5) pipetting errors. In operaton between july 2002 and march 2003.